Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (hematoma). Evaluation conclusions: inherent risk of procedure ¿ (hematoma). (B)(4).

Event description:
During index procedure, the physician used three in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa of the right leg. One complete se stent was implanted in the right sfa to treat persistent residual stenosis. The patient was discharged the next day. Mild bleeding occurred after complete se stent implant which was treated with ballooning. It is reported that the event was possibly related to the study device and definitely related to the study procedure.

Manufacturer narrative:
The previously reported bleed event was not related to the study device or drug.